Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was explanted and replaced due to premature battery depletion. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. The longevity calculation equals 97%. The battery depletion curve equals 96%. The projected longevity at recommended replacement time (rrt) equals 100%. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Concomitant product: 5076-52, lead, implanted (B)(6) 2010. (B)(4).